Event description:
It was reported that during a dialysis catheter placement procedure in right internal jugular vein, after the puncture needle pierced the patient's skin to enter the vein, it was found that the device allegedly failed to draw back blood. It was further reported that a tiny crack was allegedly found in the place where the needle seat and the syringe were connected behind the needle under ultrasound examination. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronic photos and two electronic videos were provided for review. The photo shows the fractured hub of the introducer needle. The video shows the liquid leaking from the hub of the needle while flushing. Therefore, the investigation is confirmed for the reported fracture, suction issue and identified leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure in right internal jugular vein, after the puncture needle pierced the patient's skin to enter the vein, it was found that the device allegedly failed to draw back blood. It was further reported that a tiny crack was allegedly found in the place where the needle seat and the syringe were connected behind the needle under ultrasound examination. The procedure was completed using another device. There was no reported patient injury.